Event description:
Procedure type: proctectomy. According to the reporter: there were no abnormalities operatively, and firing seemed successful. No bleeding was reported. One week post-operatively, the patient was re-operated due to anastomotic leak. No further patient information available.